Event description:
It was reported that they were getting an ec100 during patient exposure, resulting in the patient having to have one exposure repeated. The customer restarted the unit once this was done the unit is working as intended.